Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication failure between drawer 2 and the bus board cause the drawer failure. The field service engineer swapped drawer board controller to resolve and verified drawer recognition in the medbank application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer was failed to be recognized in tester and yellow in application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.